Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colon resection procedure, the device did not fire and upon removal the anvil became detached from the device. The anvil was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the pt.